Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and another manufacturer's right atrial (ra) lead presented to the hospital due to a syncopal episode. A device check was performed and was noted to be appropriate with no pacing inhibition noted on stored electrograms (egm), however, noise was observed on the ra channel and was able to be recreated with patient isometrics. Boston scientific technical services (ts) discussed troubleshooting and programming options. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a chest x-ray was taken and showed no anomalies. No interventions were taken and the patient was noted to be doing well.